Manufacturer narrative:
(B)(4). Device evaluation: the reported product was returned to the manufacturing site for investigation. Results obtained did not reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. Results were within established acceptance criteria. The customer's reported event could not be confirmed by the testing results. Retain product testing: retain testing was performed. The results obtained did not reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. The results are within established acceptance criteria. Manufacturing record review: a review of the manufacturing records was performed. Environmental monitoring records were reviewed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Batch records reviewed and found to be in order. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a patient that she had irritation when wearing her contact lens after she used consept one step. She reported it to a wholesale customer. The patient removed the lens immediately and went to the hospital. The doctor prescribed two medications; however, the name and type of medications were not provided. The patient reported she used the product correctly as directed and has used the product previously. The reported irritation had resolved. Solution is used in conjunction with the tablets; therefore, an MDR will also be provided for the solution. This report represents the tablets.